Event description:
Additional information was received from a healthcare provider via a post market clinical study. The clinical diagnosis of nausea and vomiting began six days after initiation of bactrim. On (B)(6) 2016 the patient was switched from bactrim to clindamycin. This event was not related to the device or therapy, but was related to the implant procedure, specifically the surgery/anesthesia. The event was considered resolved without sequelae as of (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 1.0 mg/ml dilaudid at 0.0577 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a headache and a leakage of clear fluid on (B)(6) 2016. Examination on (B)(6) 2016 noted clear drainage from one proximal area of the lumbar incision with no signs of infection. Steri-strips and sterile dressing was applied to the lumbar incision. Examination on (B)(6) 2016- noted there was still some fluid leaking from the posterior incision. Three mattress sutures were placed, one at the top of the incision and two at the bottom of the incision. Additionally, prophylactic clindamycin was initiated. Additional sutures were placed on (B)(6) 2016. Examination on (B)(6) 2016 noted there was still some clear drainage, which improves when sterile pressure dressing was applied. Sterile pressure dressing was applied. Examination on (B)(6) 2016 found the patient had some clear drainage on her current bandage; a significant amount of discharge was expressible through small area of the lumbar incision. Sterile pressure dressing was applied and the patient was to continue clindamycin. Examination on (B)(6) 2016 found no drainage from the lumbar incision, healing well. Clindamycin was discontinued and bactrim ds x 7 days was started. Examination on (B)(6) 2016 found both lumbar and abdominal incisions were well-healed without any sign of infection. The event was considered resolved with sequelae on (B)(6) 2016. Sequela was noted to be nausea and vomiting due to prophylactic bactrim. The event was noted to be unlikely related to the device or therapy, possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.